Manufacturer narrative:
(B)(4). Baxter (B)(4) followed up with the home patient (hp) via phone call. The hp stated that she was able to start over with new supplies to resume therapy. The hp confirmed therapy has continued and reported no further issue. This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the se 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer from (B)(6) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) had the hp cycle power to clear the alarm. The tsr explained alarm indicated air entered the set up and advised of proper procedures. The hp confirmed the finish therapy with manual supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown. Should additional information become available, a follow up MDR will be sent.